Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose levels elevated into the 15 - 20 mmol/l range with symptoms of headaches, frequent urination, and dry mouth. The patient stated that the elevated blood glucose levels were treated by changing out the site, infusion set, and cartridge and delivering extra bolus insulin. The patient reported believing that the blood glucose levels were related to an absence of occlusion alarms. The pump alarm history was reviewed and showed no signs of occlusion alarms. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation that the pump was not alarming appropriately to alert the user of an occlusion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional investigation was performed by product analysis on (B)(4) 2012.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed no record of an occlusion alarm or abnormal delivery force. An ez-prime operation was successfully performed without difficulty. An induced occlusion alarmed properly and was correctly written to the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.